Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr result. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on the reported strip lot met accuracy criteria and no product deficiency was established. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.